Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 5. The baxter technical service representative (tsr) explained to the home patient (hp) that the hc was ending therapy due to sensing air in the set up. The tsr advised the hp to contact the on call peritoneal dialysis nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.